Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and allergic reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an allergic reaction to the pod's adhesive. The patient was seen by a dermatologist for symptoms such as an infection, itchiness, irritation and cellulitis. As treatment, the patient used a barrier cream, barrier spray, overpatches, hydrocolloid cream, antihistamines, e45 itch cream and dermovate ointment.